Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed an error in the motor was detected by reading unexpected value from hall sensor.customer blood glucose at the time of incident 8.8 mmol/l. Troubleshoot was performed. Customer unable to rewind after inserting new battery, insulin pump had not fallen. Customer able to replace infusion set without any issue. The alarm occurred out nowhere. Insulin pump will be returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted during testing. The motor was tested outside of the device and passed. Insulin pump tested okay. Insulin pump was received with scratched case, cracked keypad overlay, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.